Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's buttons were not responding and pump showed failed battery test. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc, act and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm due to unresponsive button.